Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Th e product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012 and (B)(4)2012 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A consumer reported experiencing blurry vision and light sensitivity following intraocular lens (iol) implant surgery. Additional information was received from the surgeon who reported that during the procedure, at very end of the irrigation-aspiration of the cortical remnants, there was a small tear in the posterior capsule. The lens was rinsed, inspected, found to be free of defects, and placed in the sulcus. A small nub of vitreous came around the lens and this was removed with an anterior vitrector. The surgeon reported that after the surgery, the pt was in good condition and tolerated the procedure well. The surgeon reported that currently, the pt is still uncomfortable and continues to experience blurry vision and light sensitivity. There have been no medical or surgical interventions performed. The pt was referred for a second opinion. In the surgeon's opinion, it is unk if the device caused or contributed to the event.